Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery longevity went from 11.5 years to 8.5 years during a yearly follow-up. Data analysis was performed, and boston scientific technical services indicated that this is an early stage of pbd, the device still has a large battery reserve and suggested that the battery status should be re-evaluated again sometime in mid-january in order to maximize the patient implant time before device replacement. No adverse patient effects were reported. This device remains in-service. Should additional information be received in the future, an updated report will be provided.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery longevity went from 11.5 years to 8.5 years during a yearly follow-up. Data analysis was performed, and boston scientific technical services indicated that this is an early stage of pbd, the device still has a large battery reserve and suggested that the battery status should be re-evaluated again sometime in mid-january in order to maximize the patient implant time before device replacement. No adverse patient effects were reported. This device remains in-service.